Manufacturer narrative:
E.1. Initial reporter facility name: medical city frisco medical center of plano facility. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 5 was failed. A field service engineer (fse) found the station was rebooted several times and was able to recover, but failures occurred when accessed. Diagnostics showed door 5 opened but displayed an error on screen, while no other doors responded. Connections were checked and controller leds verified, but the same issue persisted. The door controller board was replaced, yet testing in hta failed, with the solenoid in door 5's latch remaining activated. A defective latch assembly was suspected, and the latch was replaced, but the issue continued. After rebooting, the station failed to boot. A full power drain was performed, auxiliary station and smart remote manager (srm) disconnected, and reboot attempted with the same result. Removing door 5's latch from the controller board allowed the station to boot, leading to suspicion of a defective controller board port and latch. Both were replaced, and the station booted successfully. Door board firmware was updated, all doors tested good, and the application launched. Tower configuration was completed, but rx inventory on door 5 failed, as the application did not recognize all doors. This was identified as a known application issue. Customer support center (csc) was contacted, and a request was created under the same work order for them to run the knowledge article (hardware error - 1.7 and up - med es tower doors not responding after replacing hardware/drawer reset) script to fix the configuration issue for tower doors 5-8. Rx later confirmed csc had resolved the issue, and the tower doors were operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doo5 5 to 8 had reconfiguration issue, door 1 failed and required maintenance. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.